Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-10568. The pt ((B)(6)) received a dbs system which included the ipg and two leads (device information for the leads was requested; however, that information is unavailable at this time). It was reported when stimulation was initially turned on, programming was not possible due to impedance. The pt is currently without stimulation. An x-ray has been ordered in an attempt to diagnose the cause of the impedance. It was reported that a connection issue is suspected. No further information is available at this time.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.